Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited backup vvi (bvvi) operation. Patient presented in clinic on (B)(6) 2018 and reported episodes of blacking out and having chest pain after the device triggered bvvi. It is unknown if the symptoms were related to the device being in bvvi. A device download was performed and the device was restored successfully. Patient was stable throughout.

Manufacturer narrative:
Report type should have been adverse event and product problem rather than only product problem. Correction: type of reportable event should have been serious injury rather than malfunction.